Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter; the receiver is connected. Dexcom representative advised patient's mother in using the smart device's bluetooth settings to forget the transmitter and remove and re-install the g5 mobile app, and re-pair the devices which was successful. No additional patient or event information is available.